Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. On the complaint form in the details of complaints box the print is very small and parts of the information is illegible. The answer to the question "how long was the product in use before the event occurred" is answered in very small illegible print so cno was chosen; therefore an email was sent requested clarity of the complaint description and the answer to this question: how long was the product in use before the event occurred." No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on (B)(4) 2014. Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that complainant experienced difficulties in filling the cuff. Report states "in the beginning it was impossible to fill the cuff. Air was removed from the cuff before the system was placed in the patient's rectum the tube was inspected and did not kink in any way."